Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The coupling body colder was replaced to resolve the issue.

Event description:
The hospital reported a malfunction of the suction regulator coupling resulting in the loss of suction. There was no report of patient injury.